Event description:
The user facility returned the evis exera iii duodenovideoscope for an annual inspection. Upon inspection and testing of the customer returned device, the distal end had foreign material. This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
The olympus service center found in addition to b5, the grip has a scratch, the air/water and scope cylinder has no color, the switch box has a scratch, the right/left/up/down knob has discoloration, the image guide protector has a cut, the cover of the light guide bundle is damaged, the light guide lens has a crack, the distal end is shaved and the water tightness of forceps elevator is lost. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. However, the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from forceps elevator. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): -states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection -states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.